Event description:
This complaint is not reportable and a report should not have been filed. The pump not turning on would not cause any harm to a patient because the issue would be discovered prior to use. No further information will be sent concerning this complaint.

Event description:
Information received indicating that smiths medical cadd solis vip pump was won't turn on. There was no patient involvement in the reported event.